Event description:
It was reported that during a vascular procedure, the device was difficult to open. The procedure was completed with another device of a different product code. There was no patient consequence.

Manufacturer narrative:
H6: firing mechanism damaged. Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.